Manufacturer narrative:
Additional information was received that the patient developed edema/erythema at the ipg implant site. The patient was prescribed clindamycin.

Event description:
A report was received that the patient developed edema/erythema around the left flank incision site which was mild in severity. It was believed that the event was related to the surgical procedure, and not related to the device system. The patient was treated with medication and event was recovering/resolving.

Event description:
A report was received that the patient developed edema/erythema around the left flank incision site which was mild in severity. It was believed that the event was related to the surgical procedure, and not related to the device system. The patient was treated with medication and event was recovering/resolving.